Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on battery tube, pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (faded and stained). Flashing medtronic logo was observed during analysis due to moisture damage on electronic assembly and severely corroded battery tube. Unable to test for failed batt test alarm due to flashing medtronic logo. Failed batt test alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. Customer reported receiving a battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. The customer will continue using the device.